Manufacturer narrative:
Reported event of oversensing and connection problem could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomalies that could have contributed to the reported event. Telemetry, impedance, sensing and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have normal remaining battery longevity.

Event description:
Related manufacturer reference number: 2017865-2021-38197. It was reported that the asymptomatic patient presented for follow up in clinic. Upon interrogation of pulse generator recorded episodes of several high ventricular rate were noted due to sensing noise. Additionally, the pacing impedance measurement was high. The physician suspected that the right ventricular lead connector pin was not properly inserted. However, noise was non-reproducible. The patient was scheduled for lead revision and the lead was observed to be wound. The lead was tested via pacing system analyzer and impedance measurements were acceptable. The physician then suspected lead fracture and elected to explant and replace the lead and generator. The patient was stable